Event description:
It was reported that a dissection occurred. The target lesion was located in the mid right coronary artery. A 2.75 x 24 synergy was deployed. Post deployment, a non-flow limiting dissection was noted at the proximal edge of the stent. The dissection was covered with a 3.00 x 16 synergy. The procedure was completed successfully and the patient was stable.